Event description:
A friend/family member of a patient implanted with a neurostimulator (ins) for unknown symptoms reported that the patient was very sick, had a stroke, and had a heart attack. No further complications were reported.